Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation

Event description:
It was reported to philips that device has noise issue. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse found paddles were loosened, fse placed paddles well and performed operational check, device passed the test. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time.